Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported the tined lead "did not work." It was stated that it was not possible to use "pol 1" as it was defective. Stimulation with "pol 1" was not possible. A different lead was used and the issue was resolved.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the tined lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.